Event description:
It was reported that a patient saw her doctor in (B)(6) 2014 and he couldn¿t find any readings on the device. The patient¿s implantable neurostimulator battery was depleted and needed to be replaced. The device had only lasted a year. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 430035, serial# (B)(4), implanted: (B)(6) 2000, product type: lead; product ID 430035, serial# (B)(4), implanted: (B)(6) 2000, product type: lead. (B)(4).